Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were getting no delivery alarms on the insulin pump. The customer¿s blood glucose level was 510 mg/dl. They declined troubleshooting for the high blood glucose. Troubleshooting was performed on the insulin pump. They were assisted with performing a 5.0 unit fixed prime. Insulin was able to exit the tubing. They declined to run an additional prime to determine if the cannula or site was occluded. The device will be replaced and returned for analysis as per customer request.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.